Manufacturer narrative:
Reported event of stent deployed prematurely. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One wallflex biliary stent was returned for evaluation. A visual examination of the returned device found that the distal handle and outer sheath had been retracted and the stent had been deployed. No issues were noted with the profile of the deployed stent or the delivery device. During product analysis, the investigator had no issue inserting a 0.014 inch guidewire through device; however, the guidewire could not exit the guidewire access port as compressed area of the inner lumen was offline with the guidewire access port.. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu gives the following instructions with regards to the removal of the shipping mandrel: "note: do not remove the shipping mandrel from the leading end of the device, this will help facilitate guidewire access. The shipping mandrel will be pushed out as the guidewire is inserted. Do not remove the shipping mandrel before loading the guidewire." The mandrel keeps the compressed area of the inner in line with the guidewire exit port and removal of this mandrel prior to insertion over the guidewire could result in the compressed area of the inner going offline with the guidewire exit port. As the compressed area of the inner is offline on the returned device this indicates that the physician removed the mandrel before insertion over the guidewire. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a 10x60 rx wallflex biliary fully covered stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, there was no visible damage to the packaging prior to use. According to the complainant, during preparation outside the patient, the physician attempted to remove the stylet the stent dislodged from the catheter. The procedure was completed with a 10x80 rx wallflex biliary fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a 10x60 rx wallflex biliary fully covered stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, there was no visible damage to the packaging prior to use. According to the complainant, during preparation outside the patient, the physician attempted to remove the sytlet the stent dislodged from the catheter. The procedure was completed with a 10x80 rx wallflex biliary fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.